Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 932 mg/dl and "trouble swallowing and vomiting". The customer alleged that the pump was not operating properly; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was discharged approximately 7 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.